Event description:
It was reported the pt began to feel numbness in both legs. The physician chose to remove the paddle lead due to spinal compression. The pt outcome was not reported. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available.

Manufacturer narrative:
(B)(4).